Event description:
The surgeon stated they were advancing a cc4204bf diopter - 22.0 collamer single piece lens with the ftp indigo plunge, prior to insertion into the eye, and noticed plunger was tearing the lens and opted not to use this lens. No patient contact or injury.